Manufacturer narrative:
There was no impact to the customer's blood glucose level.

Event description:
There was no impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery. Reportedly, the customer stated that there were some scratches on the cartridge, but no cracks. The customer indicated that the supplies would be changed. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.